Event description:
It was reported that the patient expired in 2007 after an implant duration of approximately 1 month due to multi organ failure, chf, cad and ischemic cardiomyopathy. Follow up with the health provider indicated that the device did not cause the patient's demise. Reportedly, the device was not explanted.

Manufacturer narrative:
Device not returned.